Manufacturer narrative:
Additional information was received that 8 months post-implant, the valve was explanted and replaced with a surgical aortic bioprosthesis due to aortic valve re-stenosis. After the replacement procedure, first degree atrio-ventricular (av) block was noted. The manufacturer of the replacement valve and the relationship between the replacement valve and the av block was not reported; attempts to obtain this information have not been successful. The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conduction disturbances, such as left bundle branch block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Hypotension is a known potential adverse effect per the device instructions for use and is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. From the available information, the cause of the occlusion of the left coronary artery was due to the patient¿s native leaflets after deployment of the device. The reported information does not indicate a potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that post sheath removal, following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed st changes and left bundle branch block (lbbb). The patient became hypotensive with decreased left ventricular function noted on the transesophageal echocardiogram (tee). Cardiopulmonary resuscitation (CPR) with defibrillation was initiated. An aortography showed occlusion of the left coronary artery due to the displaced native valve leaflets across the ostia. Attempts were made to advance a guide wire into the artery, but were unsuccessful. Subsequently, the corevalve was snared into the ascending aorta which reestablished perfusion to the artery and the patient's blood pressure improved. A two dimensional echocardiogram showed trivial gradient of the native valve with no aortic insufficiency. No further attempts at valve replacement were made. The patient will be evaluated for valve replacement in the future.

Manufacturer narrative:
Additional information was received that the replacement surgical aortic bioprosthesis was a non-medtronic valve.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: an aortography showed occlusion of the left coronary artery due to the displaced native valve leaflets across the ostia. There is no indication of a malfunction of the corevalve. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the device revealed no visible evidence of frame damage. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow and outflow. All leaflets were intact. All commissures were intact. Pannus was observed on the inflow skirt adjacent to leaflets 1 and 2, slightly extending along the inflow margin of attachments of both leaflets. Remnants of pannus remained attached to the outflow frame extending to the frame along the skirt, partially adhering to leaflet 1, resulting with the leaflet in the open position. In addition, pannus on the outflow covered the tops of all commissures, to the outflow margin of attachment of leaflets 1 and 2, partially adhering leaflet 1 to the frame, resulting in restricted leaflet movement. Radiography showed no evidence of mineralization in the valve and/or host tissue. Radiography showed no evidence of frame fractures in the valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.